Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2500 units/ml of heparin at 25 units/day via an implantable pump for cancer chemotherapy. On 2020-sep-17, it was reported that a refill was done on (B)(6) 2020, and the actual reservoir volume was 14.5 ml, while the expected reservoir volume was 5.2 ml. The hcp attempted to flush the catheter access port, but they were unsuccessful. According to the hcp, it appeared that there was "something going on at the pump and catheter connection" in the MRI and CT scans taken of the patient. No symptoms were reported.